Manufacturer narrative:
There were multiple common device names and medical device types reported to be involved. The information for each is listed below: common device name: intravascular administration set. Medical device type: fpa. Investigation summary: bd received samples from the customer facility for investigation. The samples were visually inspected, and it was observed that blood appeared to have only partially flowed into the tubing of two of the samples. Further evaluation of these samples was limited as they were contaminated. Additionally, one of the samples was observed to have been unused but already retracted. Testing was conducted on the remaining unused samples, and no clogs were identified. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for clogging and preactivation with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Bd is reviewing specific areas in the manufacturing process where the cause of preactivation may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection sets had issues with blood not flowing through the product and pre-activation of the needle. No serious injury or medical intervention reported.